Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) /2012 the reporter contacted animas alleging that the pump is not delivering insulin correctly. There was no additional information provided. Customer technical support has attempted to follow up with the reporter for additional information and troubleshooting, without success. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.